Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during inspection, an alarm occurred in electronic gas blender when the flow rate did not exceed 7.2lpm (9.0lpm setting) at fio2 setting=1.00. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Through follow up, livanova was informed that when measuring fio2, the flow rate did not exceed 7.2 lpm with a setting of 9.0 lpm, causing an alarm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.